Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The component of the subject device was swapped to the olympus' asset, but the reported phenomenon was not reproduced. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation results, there was the possibility that the reported phenomenon was attributed to accidentally failure of the cp substrate resulting in the touch panel failed to perform.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use, the touch panel of the device didn't work. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus local service engineer report that the circuit board of the device was broken. Omsc surmised that the reported phenomenon was occurred due to the circuit board of the device was broken by some cause.